Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 550mg/dl. The father stated that the insulin pump was not functioning. The caller requested to have the device replaced since his daughter is leaving to college. Days later, the father was called and stated that she has not experienced any episodes of high blood glucose since the insulin pump has been replaced. No further information was provided.